Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated. Visual inspection was performed on returned meter, and no issues were observed. The indicator lights did not flash. The meter did not power on with button depression and strip insertion. Meter communication was initiated using usb cable plugged to the meter usb port and a computer usb port and connected to approved software. Meter display was not on and communication was not successful. The returned meter was further de-cased and investigated. Internal visual inspection was performed and liquid contamination was observed on the pcba (printed circuit board assembly). Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.